Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing pain and device migration. Revision surgery is scheduled.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly underwent repositioning surgery on (B)(6) 2018. The recipient's pain has resolved. The recipient remains implanted. This is the final report.